Event description:
It was reported that bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore was clogged. The following information was provided by the initial reporter: "on (B)(6) 2022, the nurse connected the infusion connector after puncturing the patient with an indwelling needle. It was found that the pipeline was blocked and the adjustment was invalid."

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore was clogged. The following information was provided by the initial reporter: "on (B)(6) 2022, the nurse connected the infusion connector after puncturing the patient with an indwelling needle. It was found that the pipeline was blocked and the adjustment was invalid.".